Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged resulting in the cartridge being very difficult to remove from the pump. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.